Event description:
It was reported a motor stall occurred with the implanted pump. The motor stall was confirmed in the event logs. A recovery was also noted. The length of time of the stall was not reported. The motor stall was thought to be caused by the pt having an MRI. No pt symptoms were reported. No add'l info was available.

Manufacturer narrative:
(B) (4).